Event description:
It was reported that there was difficulty withdrawing a 6f .070 mpa 1 100cm vista brite tip guiding catheter. The device was inserted into the patient but when the physician tried to torque the guide, he felt it was not responding normally, it instantly kinked. They were unable to get the guide out of the sheath. They pulled the sheath and the guide out together. Upon evaluation of the device, the physician saw a section of the catheter that appeared to be ¿smashed¿ or ¿melted together.¿ there was no patient injury reported and the device will not be returned for analysis. Femoral approach was used.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: as reported, difficulty was experienced withdrawing a 6f .070 mpa 1 100cm vista brite tip guiding catheter. There was no patient injury. Femoral approach was used. The device was inserted into the patient but when the physician tried to torque the guide, he felt it was not responding normally, it instantly kinked. They were unable to get the guide out of the sheath. They pulled the sheath and the guide out together. Upon evaluation of the device, the physician saw a section of the catheter that appeared to be ¿smashed¿ or ¿melted together.¿ the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without return of the device the reported body/shaft kink/bent, withdrawal difficulty-through sheath and compressed crushed could not be confirmed. The exact cause could not be determined. Based on the information available for review, handling factors during torquing of the device may have contributed to the kinking of the body/shaft leading to withdrawal difficulty through the sheath. It is unknown if the ¿smashed¿ or ¿melted¿ appearance occurred at the point of the kink. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.